Event description:
Vacuum would not keep pressure on own, without dr [doctor] releasing it. Vacuum assisted vaginal delivery requiring 3 pulls. To maintain suction, it required the physician to apply pressure, this is not normally required to maintain suction.